Event description:
It was reported that the system monitor had white lines across the screen. The screen was also reported to be blank. Repair was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of white lines across the screen and blank screen. The main printed circuit board assembly (pcba) was faulty. Further troubleshooting of the pcba revealed an intermittent connection on j703 (header board) when maneuvered. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on (B)(6) 2014. The system monitor shipped to the customer on 09jul2014. The unit was manufactured on 19may2014. Main pcba part number 101381 serial number (B)(6). Heartmate ii power module instructions for use revision b states if the system monitor screen does not function properly, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.